Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada. Please note: this MDR is being submitted under unomedical's ongoing complaint remediation efforts associated with CAPA #1832980, which includes the retrospective review of complaints and the remediation of complaint records and MDR submissions for 2024-2025. Convatec will continue to track and monitor such complaints according to unomedical's complaint handling and CAPA procedures.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced an infusion set tubing detached event on (B)(6) 2024 at cannula connection. The insertion site was the abdomen. Infusion set was used for one day. No further information available.